Event description:
A malfunction alarm with code malf 9 was reported, but no notable events occurred prior to the issue. There was no adverse impact to the customer¿s blood glucose level as it did not exceed 500 mg/dl. Cts assisted the customer with resetting the pump, which resolved the issue, and instructed them to call back if the malfunction recurred. The customer acknowledged and understood the instructions and continued to use the pump.